Event description:
A pharmacist reported that knives did not cut properly during surgery. In each case, a new pak was opened to obtain a new knife and the incisions were completed with no pt harm. No pt identifiers were provided, and no dates of the events were provided. Additional info has been requested.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the company acceptance criteria. The root cause cannot be determined. (B)(4).